Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery ir failure) has been confirmed. As received, the monitor failed pulse testing and displayed service code 102. Upon evaluation, there were fractured solder connections at the c19 high voltage capacitor. The cause of the battery ir failure and the service code 102 is the fractured solder connections. The root cause of the fractured connections is mechanical shock from physical impact. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was failing the diagnostic battery internal resistance test.